Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that when patient mentioned calling for guidelines for the tens unit because patient had problems with the previous pump, it was clarified patient was referring to the catheter issues as the problem with the previous pump. ***there was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-sciatic pain.***

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) for non-malignant pain and lumbar radiculopathy. There was no out of box failure reported. The event date was unknown. The patient stated that they had to fix the catheter because when he slept on his left side the catheter would get pinched and they resolved it by replacing the catheter. There were no symptoms mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.